Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the cysto-nephrofiberscope tested positive for contamination. The device was retested on december 19, 2025, and it tested positive for 1 cfu of paenibacillus urinalis, 3 cfus of niallia circulating, and 2 cfus of enterococcus faecalis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.